Event description:
International affiliate reports that two days after a pt received a new transfer set, it disconnected from the pt connector and the catheter adapter. There was no pt injury or medical intervention according to the international affiliate.